Event description:
Treatment is time sensitive. Developed sore throat and cough symptoms. Took 2 at home covid tests from flow flex. 24 hours apart. Followed directions, both came out negative, in spite of faintness and fatigue symptoms on the second day. Next day went to urgent care for testing because I am 22 weeks pregnant and the rapid antigen test was also negative, but the pcr came out positive. Friend told me afterwards that flow flex tests had a bad reputation, but they were the only ones covered by my insurance (B)(6) when I bought them for home use. FDA safety report ID# (B)(4). Refer to: mw5108021.

Manufacturer narrative:
In this follow-up report, the following information is different from the initial report as new information regarding patient health was received. B5: desribe event or problem. G7: type of report. H2: if follow-up, what type? H6: event problem and evaluation codes.

Event description:
Batch records for final product manufacturing and qc records for cov1120162 were reviewed and no abnormal issue was found in the manufacturing process, technical testing and quality control inspection, and the manufacturing process. The test results of retained samples of cov1120162 met the qc criteria. The complaint issue was not found with the retained cassettes. The root cause is undertermined. Similar issues will be tracked and trended.